Event description:
Reportedly, the pump infused at incorrect rate. The incident occurred on (B)(6) 2009. The facility feeds babies who have ng tubes with these pumps. The rate to infuse was set at 76cc/hour with a total volume of 38cc to infuse infant formula (baby fed by slow nasogastric tube push). It should have taken 1/2 hour to feed the baby. After approx 1/2 hour, the nurse went to check the feed and almost the entire feed was still in the syringe. The pump infusion rate had reset itself to infuse 0.76cc per hour instead of 76cc per hour. Two different nurses had verified the infusion rates. The pump was taken out of use. The patient's status was unchanged (fine).

Manufacturer narrative:
The pump's operation log was reviewed. The pump was programmed for a volume to be infused (vtbi) of 0.38 ml, time 30 minutes. At this volume and time, the rate was calculated by the pump to be 0.76 ml/hr. When two parameters are entered, the third is calculated by the pump. The pump infused for approximately 26 minutes at this rate. The vtbi was then programmed to 38 ml, time: 30 minutes, and the rate calculated by the pump was 76 ml/hr. The device evaluation is underway; results will be reported when the evaluation is completed.